Event description:
Nurse trained in ultrasound guided an IV insertions was inserting a #20g 2.25 in bard accucath intravascular catheter guided by ultrasound into patient with difficult venous access. Nurse states the insertion was 'smooth' and did not have difficulty inserting the needle. Nurse went to remove the guidewire and met some resistance. Attempted to remove and still met resistance, so made the decision to pull out catheter and guidewire. Once the device was removed, the nurse noted the coil at the end of the guidewire was not present. The nurse inserted another #20g 2.25in bard accucath intravascular catheter guided by ultrasound into the patient without difficulty. After insertion and patency was determined, the nurse compared the two guidewires and noted the one without the coil was shorter than the other guidewire. The nurse notified the provider and an imaging order was entered for the patient's right humerus with insertion site marked with a paperclip taped to patient's skin. Radiologist findings note "there is a round approximately 2 mm radiopaque focus overlying the lateral soft tissues by the proximal radius, near paperclip." The nurse saved both packages but is not sure which package the malfunctioned device was removed from. Package 1: accucath intravascular catheter ref aco202250, lot rebt0596 exp 2018-11-30. Package 2: accucath intravascular catheter ref aco202250, lot rebu1754 exp 2018-11-30. Provider attempting to retrieve the 2mm radiopaque focus from patient's soft tissue.